Manufacturer narrative:
(B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 412 mg/dl (guide), 126 mg/dl (compact plus) and 123 mg/dl (guide). No adverse event reported. Return of the suspect device was requested for evaluation.